Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, when an x-ray was obtained for an issue with the associated right ventricular (rv) lead, it was noted that there was not enough slack in this right atrial (ra) lead. Upon pocket opening, this lead was revised to add more slack. No adverse patient effects were reported. This lead remains in service.